Event description:
It was reported that the patient noticed pounding in the chest while sleeping and was presented to the clinic for follow-up which indicated diaphragmatic nerve stimulation was caused by right ventricular (rv) lead dislodgment. The lead had loss of capture and high threshold. Undersensing was noted with no electrogram reading during testing. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).